Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.